Event description:
Radiology tech was replacing the spent syringe after a scan when the pt seemed about to fall from the table. Tech had opened the injector's pressure jacket assembly, then closed it quickly with the original syringe still present when it became necessary to assist the pt. The tech then accompanied the pt to the waiting room. A second tech then arrived with a new pt and set up the equipment for a scan. The injector appeared to be loaded with a new syringe and it was connected for injection. When the injection occurred, about 120 ml of air was delivered instead of contrast media. The air was evident on the display monitors and immediate precautions were taken to prevent further injury. A later scan showed successful resolution of the injected air. No further adverse effects were reported.